Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple pockets failed which was a repetitive at particular drawer and drawer was not closed properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 1.1 had multiple rows of cubie not detected. A field service engineer (fse) replaced the drawer retractor band cable and reseated the row board cable connection on the drawer control board. After a reboot, all hardware failures were cleared. The system functioned as intended after the field service engineer repaired the device.